Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Concomitant medical products: 0181 lead, implanted: (B)(6) 2007; 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead tip to right ventricular (rv) coil lead impedance warning for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.